Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Increased pacing impedance and threshold were observed. R-wave sensing and high voltage impedance were within normal range, no intervention was performed at this time, the lead will be monitored. The patient was stable.